Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animias on (B)(6) 2015 alleging the screen remained blank after the battery was changed. The reporter was not able to complete troubleshooting with customer support as no other battery was availalbe for use in the pump. Animas made several attempts to contact the reporter in follow up, but was unsuccessful. There was no reported adverse event associated with this complaint. Product return has not been arranged at this time. This complaint is being reported because the alleged issue remained unresolved.